Event description:
Baxter reported an infusion pump that failed during a pt's transfer. The pt expired. The pump was reported to be infusing unspecified cardiac medications via three channels during the transfer. The pt was being transferred via ambulance from a hosp to another hosp, which was approx 17 miles away. The pt was accompanied by a nurse. Reportedly, the nurse checked the battery level prior to the transfer and the level was "fine". During the transport, the pump experienced a low battery alert after approx 30 minutes of battery use. The pump subsequently shut down and the pt expired during the transfer. Despite baxter's effort to obtain additional information from the reporting facility's nurse educator, details were not available regarding whether or not an autopsy was performed, cause of the pt's death, autopsy report. Pt's demographics, diagnosis and medical history, reason for the pt's transport, names, rates, and concentrations of medications involved, medical intervention implemented, and set up of the infusion device.